Event description:
It was reported that the patient's right atrial and ventricular leads were capped and replaced on (B)(6) 2017 due to lead noise. Upon review, multiple episodes of noise were seen with the first episode occurring on (B)(6) 2017. The right atrial lead noise resulted in inappropriate mode switching and pacing inhibition. The patient experienced pre-syncope. The noise was reproducible in the clinic when the patient presented on an unknown date. The patient was stable following the procedure and will continue to be monitored.